Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be missing. Therefore, the root cause of the purge disc/flag issue was a broken/missing purge flag. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller exhibited an alarm that a purge disc is not detected even though it has one properly placed. A loaner was sent to the customer. No report of patient involvement.